Event description:
Information received a smiths medical fluid warming/level 1 trauma fast flow systems - h-1200 had an internal water leak. No patient adverse events reported.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No lot number was provided; therefore, device history record review could not be completed. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Received device in good condition with no physical damage. The technician powered on device and water leaking at the bottom on the device. Removed back panel for further investigation. Visual inspection and found that there was a crack in the return tube and float switch which had leaked water, and damaged multiple internal components. The root cause of the reported issue was found to be a cracked return tube and float switch due to the design. Replaced crack return tube and float switch.